Manufacturer narrative:
Additional information was added to e3: occupation, h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a separation between the female connector and main body on the transfer set. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had become dislodged (the light blue main body separated from the dark blue connector). This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.